Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on using a manual method of insulin delivery in the interim. The customer was aware of how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label provided by the company within ten days.